Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display was replaced to resolve the issue. No patient information provided to date after calls to customer 09/22/22 and 09/28/22. (B)(4).